Manufacturer narrative:
Further information was requested but not yet received.

Event description:
It was reported that during a patient follow up, the right ventricle (rv) lead exhibited noise oversensing. The patient had programming changes performed in the past, however more noise was noted at a later follow-up. No additional changes were made at this time. The patient had no consequences.